Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material located at the distal edge of the distal markerband. Inspection of the remainder of the device found no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.